Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer wife reported via phone call that the insulin pump had critical pump errors alarm. Customer wife cannot recall blood glucose reading. Troubleshoot was performed. Customer states insulin pump display reads critical error. Customer recommended customer refer to back up plan per healthcare provider instructions. The insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump received with critical pump error (open book image) and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to moisture damage. No moisture damage was found on the motor/force sensor/keypad assembly. Insulin pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.